Event description:
Call received in reference to a bodor laser device that has had a recall notice by the FDA. Reporter stated that he recently purchased the bodor laser device and shortly afterwards, learned of a recall on these devices due to non-compliant safety features. His machine was shipped with all the necessary safety parts and the manufacturer provided personnel to assemble the device. The device has only been partially assembled as of today since december 2024 when first received from overseas. The manufacturer has been telling the reporter that he has to get FDA approval for further assembly of the device and then confirmation for it's safe use which is inconsistent with a letter that he received from the manufacturer of the bodor laser device. Reporter is seeking more information about how to get the manufacturer to finish assembling this device and then approval for its safe use. This device cost approximately one-half million dollars and the reporter hopes to not have to take a loss over a faulty or inoperative piece of equipment.

Event description:
Additional information received on 12 march 2025 for mw5166759: MFR updated.